Manufacturer narrative:
Product event summary: five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. No failure detected, the reported event could not be duplicated at the bench level. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery (B)(4) / model #:1650/ expiration date: 2016-02-29 UDI #: unk.device available for evaluation:yes, return date: 2015-11-20. Device evaluated by manufacturer: yes. Mfg date: 2015-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #:1650/ expiration date: 2016-02-29. UDI #: unk. Device available for evaluation: yes, return date: 2015-11-20. Device evaluated by manufacturer: yes. Mfg date: 2015-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #:1650/ expiration date: 2016-02-29. UDI #: unk. Device available for evaluation: yes, return date: 2015-11-20. Device evaluated by manufacturer: yes. Mfg date: 2015-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery (B)(4)/ model #:1650/ expiration date: 2016-06-30. UDI #: unk. Device available for evaluation: yes, return date: 2015-11-20. Device evaluated by manufacturer: yes. Mfg date: 2015-06-30. Label for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple batteries that showed no power while connected to controller and running. The patient was asymptomatic, but very concerned and anxious. The batteries were exchanged. No further patient complications have been reported as a result of this event.